Event description:
It was reported that the pt developed an infection. The pump was explanted secondary to the infection. The onset/diagnosis of the infection was 2009. The pt experienced redness, drainage, incisional wound opening and pocket erosion. The primary location of the infection was the device pocket. A culture of the pocket was obtained; a staph organism was cultured. The pt was hooked up to an external catheter in order to wean him off the baclofen safely. The pt was treated with intravenous and oral antibiotics and total device system explant. The infection resolved with no drug withdrawal. The pt had a debilitated status prior to implant. The pump contained compounded baclofen; drug concentration and dose were not provided.